Manufacturer narrative:
The user experienced elevated blood glucose after multiple unsuccessful supply changes and reported reuse of a cartridge before deciding to seek emergency care. The hospital monitored the user without administering treatment, and the user¿s glucose levels returned to range before discharge. No device malfunction has been identified, and no product has been returned for evaluation; a follow-up MDR will be submitted if new information becomes available.

Event description:
On 07-nov-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 381 mg/dl. The user attempted multiple supply changes and reused the same cartridge several times prior to seeking further medical evaluation. The user self-transported to the hospital where they were monitored without active treatment and were discharged the same day in stable condition.